Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a onetouch lancing device would "sometimes not penetrate and then would not fire." The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests his blood glucose 2-3 times a day and manages his diabetes with pills, diet and exercise. On september 10, 2008, the mas contacted the pt and he stated that he could not recall everything that occurred that day since he has a "poor memory." The pt mentioned that the lancing device "kept on jamming and sometimes would not penetrate." Then one day sometime near the end of the month prior to original month, in the early morning. The lancet would not fire at all and he was not able to test his blood glucose after that. The pt stated that he was found unconscious on the floor with his eyes rolled back by the emergency medical services (ems) team a day after the lancing device reportedly stopped working. The pt was escorted to the emergency room (ER) where he remained for about 24 hrs and was reportedly given 4 "doses" of glucose, IV fluids, aspirin and a number of other medical tests for other health conditions. He stated that he does not recall what his blood glucose reading on the hosp's meter was but it was "low." The pt claimed that he continued taking his usual dose of actos and watched his diet to manage his diabetes after the lancet reportedly stopping firing. He also added that he recently had umbilical surgery and was diagnosed for other health conditions such as heart problems and hypertension. During troubleshooting, it was noted that this was not a new out of box product. The pt did use the appropriate depth setting and the technique used to collect the sample was also correct. The pt's lancing device has been replaced. The complaint is being reported, due to the following conclusions: the pt was reportedly treated at the ER for possible hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If the lancing device is returned, lifescan will evaluate it and, if the lancing device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.